Event description:
The pump was explanted and returned to the manufacturer for analysis after an implant duration of 40 months. No reason for the pump explant was provided. A f0llow up report will be sent when additional information is received.

Event description:
Additional info form the hcp reports the pt had been experiencing an acute increase in spasticity and painful spasms. An xray was done. The results were not reported. The pt was treated with an intrathecal bolus. After the replacement surgery, the pt is reported to have recovered without squela.